Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the customer allegation. Both inspiratory and expiratory flow sensors were replaced to resolve the issue.

Event description:
The customer reported that during pre-use checkout, there was an error message and a tidal volume mismatch. There was no report of patient involvement.